Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Upon receipt of part and lot identification, it was noted the components were manufactured at zimmer biomet, (B)(4). Please reference manufacturing report number 0002648920-2016-00962 for further information.